Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy with bilateral ureteral catheter placement and lso due to sui. It was reported that patient underwent excision of anterior wall/medial wall of left pelvic cyst, cystostomy right ovarian cyst and cauterization of endometriosis on 01/11/2007. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems and dyspareunia. (B)(4).

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2009. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004, and a mesh was implanted. It was reported that the patient underwent an excision of eroded mesh and a vaginal repair on (B)(6) 2005, due to mesh erosion. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that the patient underwent excision of eroded mesh and vaginal repair on (B)(6) 2005 due to mesh erosion.